Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous left anterior descending (lad) coronary artery. The 3.75x12 mm trek balloon dilatation catheter (bdc) did not inflate at all and was losing pressure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.